Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with a 6f sheath after a coronary catheterization diagnostic procedure. Reportedly, initial flushing of the marker lumen prior to use was successful; however, there was no pulsatile blood flow from the marker lumen of the proglide device when it was advanced into the artery. The proglide device was removed, flushed and back loaded again with the same outcome. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Corrections: reported method code 4114 was removed. Device evaluated by MFR - it was initially reported that the device would not be returning for analysis; however the device was returned. Evaluation summary: the device was returned for analysis. The reported no pulsatile blood flow from the marker lumen was not confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.